Event description:
A customer reported that the button was unresponsive, requiring multiple taps to activate, and the screen was unresponsive and heavily scraped, making it hard to read without dim lighting. There was no adverse impact to the customer's blood glucose level. The device could not be repaired, and the customer chose not to proceed with troubleshooting.